Event description:
It was reported that the catheter would not deflate. Rns attempted continuous and vigorous aspiration with 3 ml, 5 ml, 10 ml, and 20 ml luer locks were all used to deflate the balloon with no success. Catheter could not be irrigated. A sprott needle was inserted through the pt's abdomen to deflate the balloon and wires were inserted in each lumen after the catheter was cut, still no release of urine or deflation of balloon. Under anesthesia, an elliptical incision was made in the lower abdomen, the skin and subcutaneous tissues were incised. The linea alba was opened in the midline and the retropublic space was entered. The cath and inflated balloon was removed, a 22 fr foley was introduced suprapubically. Catheter was initially placed on (B)(6) 2011 in facilities (B)(4) after pt presented as mvc rollover level 1. Per facility's protocol, pt was sedated, paralyzed and placed on ventilator for bed rest for >24 hours.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The device remains implanted. The instructions for use states: "recommended inflation capacities 14 fr and larger (5cc balloon): use 10 cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirated or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been remove from the pt. Visual inspect the product for any imperfections or surface deterioration prior to use." (B)(4).